Event description:
Procedure: low ant resect double staple. According to the reporter: the handle became stiff during firing and the instrument made a loud sound. Staples did not form properly. Additional tissue was resected with another device to recover. Pt status was reported as ok.